Event description:
It was reported per medwatch mw5106541, pt reports she has noticed approx 04 ml treprostinil left in her cadd ms3 syringes when pump alerts time to change and or empty. No lot numbers available and pt will start having her wrappers and notify of further issues. No further details provided. Lacking information on patient injury.

Manufacturer narrative:
No product was returned however the pumps operators manual states "system delivery accuracy of the cadd-ms3 pump is 3 percent. System delivery inaccuracies may occur as a result of back pressure or fluid resistance, which depends upon medication viscosity, catheter size, and extension set tubing". The device in question would need to be returned for functional and delivery accuracy tests; there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review could not be performed in that no specific product was identified.